Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/20/2014 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive; the reported event was not duplicated. The keypad cover was removed, and no evidence of contamination was observed under any of the key contacts. Unrelated to the reported event, the display screen was dim and discolored. Also unrelated to the reported event, the battery compartment was observed to be cracked from the threads to the case seal. Furthermore, the battery cap was found to be damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. It was reported the patient¿s blood glucose (bg) was between 250-499 mg/dl with no symptoms. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.